Event description:
Customer reported the dpm 4 monitor had no display output, which may have affected monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the lcd assembly. Unit was calibrated and safety tested to factory's specifications.